Event description:
Upon respiratory therapist's patient assessment, the large volume nebulizer bottle (full) was not producing humidity. After troubleshooting and changing out bottle, it was determined that the product was not functioning.======================manufacturer response for airlife large volume nebulizer (per site reporter).======================a closure letter will be provided indicating the investigation results once that has been completed.